Event description:
The customer reported a blank screen. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported a blank screen. There was no report of adverse pt impact. A philips field service engineer went onsite to evaluate the device. Replacing both the control and keyscan pcas resolved the reported issue. The device was returned to service.